Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the right plunger case and deep scratch on keypad. Event log history was performed and indicated that force sensor bridge test was recorded in history. During analysis, force sensor bridge test error was found at power up and unable to calibrate the force sensor. It was noted that force sensor and plunger cable does not operate as intended and was the cause of the reported issue. Service replaced force sensor and plunger cable, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a force sensor bridge test error. No adverse effects were reported.